Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint regarding a philips respironics v60 ventilator reporting an o2 sensor failure alarm (1208 alarm message: oxygen not available). The device usage context was not provided; therefore, user impact and patient impact are unknown. A manufacturer¿s field service engineer (fse) was dispatched to evaluate the device. Initial troubleshooting and review of the device logs identified an error related to oxygen delivery. During the evaluation, it was identified that replacement of the flow sensor assembly, air & o2, might be required, and the o2 solenoid valve mount was identified as a possible additional replacement component if necessary. Per the good faith effort response, it was suspected that either the sensor or the valve was clogged or failing, which may have contributed to the reported issue. After further evaluation, the oxygen hose connection was inspected and confirmed to be properly connected to the oxygen outlet. The ventilator was subsequently operated through cycling tests at a 100% oxygen setting. During testing, the reported issue could not be reproduced, and no additional alarms, failures, or abnormal behavior were observed. Following completion of the evaluation, the system was determined to meet specifications for the performed service and was returned to use. The investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file may be reopened.